Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146 act artic e1 hip brg 28x40mm 247830 , 12-115111 cer bioloxd mod hd 28mm +3 nk 2958463, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03915 bearing, 0001825034 - 2019 - 03916 head, 0001825034 - 2019 - 03918 cup, 0001825034 - 2019 - 03919 liner.

Event description:
It was reported that the patient underwent initial hip replacement. Subsequently, the patient underwent revision for infection a few weeks later. Attempts were made to obtain additional information; however, none was available.